Event description:
During a crt-d implantation procedure a cardiac tamponade and subsequent patient expiration occurred. The guidewire was attempted to place the lead into the vein for coronary sinus (cs) cannulation. While implanting the leads there was difficulty advancing past the cs but eventually the leads were able to overpass the valve. Once past the valve the patient became hypotensive and an echocardiogram revealed blood in the pericardium. A pericardiocentesis was performed to stabilize the patient however cardiopulmonary resuscitation was needed. The patient expired following intervention. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device was manufactured according to specifications as supported by the receiving inspection results. Based on the information received, the cause of the reported incident could not be conclusively determined.